Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the single use 3-lumen sphincterotome exhibited cover peeling off. There were no reports of patient involvement.

Manufacturer narrative:
The lot# in the initial medwatch was 3yk with supplementary information number of: 3yk13. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information is added to the following fields: h3, h4 and h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Evaluation found the coated portion was partially torn, and the cutting wire was exposed. The missing of the coated portion was not observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. The event can be prevented by following the instructions for use which state: when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the wire cutting and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. Be sure that the rear end of the cutting wire extends from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Olympus will continue to monitor field performance for this device.